Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose level was 112 mg/dl. In addition, it was reported that an occlusion alarm occurred. Reportedly, the customer changed pump supplies to resolve the issues and continued using the pump for insulin therapy.